Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the evolution sterilizer and found that the pressure control switch on the unit required replacement. The technician replaced the pressure control switch, tested the unit, and confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported steam and water leaking onto the floor from their evolution sterilizer. No report of injury.